Manufacturer narrative:
Submit date: 6/24/2016. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. A possible root cause can be due to a lack of adhesive between the tubing and the female connector. The manufacturing procedure was updated to assure that the adhesive is correctly applied. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a pump set. The customer states the purple piece that connects the tubing to the white christmas tree end broke off and the formula leaked on the patient, bedding and floor.